Event description:
It was reported that a skin irritation causing a rash had occurred while wearing the pod between 24 and 36 hours. Symptoms began 1 day into usage. The affected area was slightly larger than the pod. Patient used an antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.